Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately three years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with product received. Visual inspection found scuffs and surface scratches on the outer radius of the head. Foreign material was observed inside the taper. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum pf cup 46odx40id catalog#: us157846 lot#: 451630, mallory/head porous primary stem 9 x 150 mm t1 catalog#: 11-104109 lot#: 492240. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately three years post-implantation due to pain, elevated metal ion levels, metallosis and lack of mobility. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address metallosis, trunnionosis, and elevated ion levels. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the revision operative notes and medical records. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address metallosis, trunnionosis, and elevated ion levels. Revision op notes state patient underwent revision surgery due to metallosis plus abductor deficiency of the right hip. Surgeon identified significant pseudotumor or fluid collection just under the fascia and the abductor mechanism appeared to be deficient. Gray stained synovial layer was identified. The femoral head component was removed. There was a significant amount of trunnionosis. No further information has been provided.